Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with blown fuses in the back of the pump was confirmed but not duplicated by baxter service personnel. The root cause of this condition was not determined. The fuse was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with blown fuses in the back of the pump. It is unknown when this event occurred, but was reported to have occurred in the emergency room. This condition has the potential to cause an interruption of delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.09.90 - colleague 2006.